Event description:
Device name: airvo 2. Location: cicu (cardiovascular intensive care unit) (B)(6) hospital, (b)6) (now known as (B)(6)hospital). Date of device failure: (B)(6) 2023. My wife,(B)(6), was in her 8th day of recovery in the cicu at (B)(6) hospital (now known as (B)(6) hospital). My wife was in grave need of forced oxygen due to her inability to breathe on her own. The physical therapist was conducting hand movements and foot movements with my wife, (B)(6). When the pt (physical therapist) tried to have (B)(6) stand up out of bed, the airvo 2 shut down. The pt called for the rn (registered nurse) to come help her figure out why the airvo 2 had shut down. The rn (I'll call her rn 1) came in to assist but could not figure it out. Rn 1 called for another rn (rn 2) for assistance. After a few minutes, rn 1 discovered that the breathing tube had backed up with water. She had no idea as to why this had happened. Rn 1 proceeded to clear the tube and attempted to restart airvo 2. At the moment rn 1 called out to rn 2 for assistance, I looked up and could clearly see (B)(6) blood oxygen level had dropped to 46. I knew I needed to document this event the best I could while standing outside the room with the curtain pulled closed. So I took out my phone and my wife's phone and proceeded to voice record the conversation that was occurring between the rns and the pt (physical therapist). I also used my wife's phone to take photos of her oxygen levels. By the time I pulled out both phones, proceeded to take photos, and turned on the recorder, her o2 (oxygen) level was back up to 56, 72, 72. I do not know the time frame for how long her o2 levels were at 46 or less. On the voice recording, you can hear rn 1 telling the pt to never do this again, and then the pt explains to rn 1 how she does not understand what happened with the device (airvo 2). I filed a phone complaint and emailed the voice recording with the photos to fisher and paykel healthcare, the manufacturer of the device (airvo 2). They issued me a control number: f&p reference number (B)(4). I did a follow-up by speaking with (B)(4) at fisher and paykel healthcare, customer care. (B)(4)) informed me that the hospital refuses to furnish any information concerning the device's failure that occurred on (B)(6) 2023. My wife, (B)(6), died the following morning at 08:00 on (B)(6) 2023. If you will furnish me with an email address, I will be more than glad to email a copy of the voice recording where the rns and pt are standing inside (B)(6) room discussing what happened with the device (airvo 2) and the malfunction, along with the four photos I have of the monitoring devices that reflect my wife's low o2 levels.